Manufacturer narrative:
(B)(4) and controllers (B)(4) were returned to heartware for evaluation. The outflow graft and waist pack were not returned for evaluation. Review of the manufacturing records of the outflow graft and the waist pack confirmed that the associated devices met specifications prior to release. The reported event of "low flow alarm, followed by high watt alarm and subsequent vad stopped alarm" was confirmed via log file analysis which revealed a low flow, a high watts alarm and subsequent vad stopped alarm logged on (B)(4) on (B)(6) 2016. Analysis of the controllers revealed that the devices passed visual inspection and functional testing. Analysis of the pump revealed that the pump passed visual inspection, functional testing and dimensional verification. Independent pathology report revealed evidence of a material suggestive of thrombus within the pump; however the sample was insufficient for histological evaluation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, possible root cause of the reported "low flow alarm," followed by high watt alarm and subsequent vad stopped alarm" may be attributed to a combination of factors such as air trapped inside the pump during the implant procedure and/or the thrombus-like material found inside the pump. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. The instructions for use (IFU) and patient manual also includes a reference guide for both visual and tone alarms including potential causes and actions to take the company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that the pump stopped during the pump implantation procedure. According to the site, the wet test went smoothly and values were approximately 1,800 rpm (speed), 1.6 watts (power), and 2.8 liters/min (flow). Following pump implantation, the device was started at 1,800 rpm and slowly increased to 1,920 rpm. The parameters were low values and the controller sounded the "low flow" alarm. After the cardiopulmonary bypass was stopped, the parameters reached the desired values, however, the power began to increase gradually. The site initially believed that a bubble was the cause of the increase in power, but the power and flow started to rise at a faster rate. Power was close to 10 watts and flow was higher than 10 l/min. The preparations were made to re-institute cardiopulmonary bypass. The power had increased to over 25 watts and the flow had increased to above 10 l/min. At this time, the primary controller sounded a "vad stopped" alarm, advising to "change controller". The controller was subsequently exchanged. The speed was between 300-400 rpm and the device stopped by itself. The surgeon removed the pump from the patient and tested it in water, however, the parameters were still high. The decision was made to exchange the pump. The new pump ran smoothly. The patient's blood pressure dropped during the surgery, but returned to normal. The last report received indicated that the patient was in stable condition and remains hospitalized. The last report received indicated that the patient would be discharged in the upcoming days. There was no damage noted to any part of the driveline. The driveline was not accidentally disconnected. The event was not preceded by a suspected thrombus event or any other alarm conditions. Thrombus was not visualized on echocardiogram. Of note, the patient does not have a history of thrombus. No further information was provided.